Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction issue and difficult to remove the device were confirmed due to the condition of the returned device. The investigation determined the reported foot retraction issue and difficult to remove the device appear to be related to use error. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, during the step to park (retract) the foot of the proglide, it was not possible to park the foot. The proglide was removed with the foot deployed, leading to a small piece of tissue stuck/jammed in the proglide device. Patient bleeding became heavy. Treatment of the artery and hemostasis was achieved with the placement of a viabahn covered stent. There was a clinically significant delay in the procedure. The patient is in stable condition. Hospitalization was prolonged due to the device issue and preexisting, multiple comorbidities. The physician is reported to be trained in the use of the proglide device. No additional information was provided.